Manufacturer narrative:
Initial.

Event description:
It was reported that the user applied a new dexcom g6 sensor without replacing the transmitter, after which the ilet displayed ¿dosing stops soon¿ and indicated the cgm was not connected; alarm history showed ¿dosing stops soon¿ and ¿pair new transmitter ¿ battery expired,¿ and the user was educated to start a new transmitter and on the sensor warmup, with a manual blood glucose of 137 entered during warmup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions leading to an unintended use error.